Manufacturer narrative:
Additional information: h6 and h10. H6 (investigation findings): add c19. H6 (investigation conclusions): add d14. H10: the white adapter component (patient line connector) of the cassette was hand removed from the female connector of the transfer set during leak testing and there were no issues observed on the components. The reported condition of connection issue - to female connector of the transfer set was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with the female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted the female connector was separated from the light blue main body of the twist clamp. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip dislodged during the separation of the transfer set. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue cone shaped tip) and the main body of the twist clamp on a minicap extended life pd transfer set; further described as ¿unscrewed from inside the twist lock device¿. It was further reported that ¿the dark blue cone shaped tip remained in the cycler patient line¿ (cassette line). This was identified while disconnecting from automated peritoneal dialysis (pd) therapy on the pd cycler. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.